Event description:
Allegedly 2 yrs post-op, patient began to have pain in thigh and hip. In late 2011, patient had MRI, bone scan, and extensive blood work which indicated metal ions were far above normal and fluid was present in thigh indicating stem was loose.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event codes are addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00464, 00465, 00467, 00468.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Evidence that product was in spec when used.